Event description:
It was reported that during a percutaneous coronary intervention, the balloon catheter was perforated. The procedure was performed for a 90% stenotic lesion with calcification which was located in moderately tortuous mid rca (right coronary artery). An unk guidewire crossed the lesion and the quantum maverick balloon catheter was advanced, but did not cross the lesion. The quantum maverick was removed from the body. The physician attempted to load the quantum maverick over the guidewire, but was unable to advance it from the distal tip over the guidewire. During this attempt to advance, the quantum maverick was punctured by the guidewire. The procedure was completed with a different (unspecified) device. There were no pt complications and the pt was reported to be good.

Manufacturer narrative:
Product analysis confirmed distal tip damaged and wire lumen damaged for this complaint. A recommended 0.014" guide wire was back-loaded into the distal tip and tracked through the shaft out the guide wire exit notch without any restriction. The distal tip was examined and it appeared to be damaged/bunched. The shaft was visually and tactilely examined and a tear/perforation was found in the midshaft, located proximally from the guide wire exit notch. The exact cause of the difficulties experienced during the procedure could not be determined. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Though the exact cause of the confirmed damage was not determined, the most probable root cause is considered operational context. This is due to the likelihood that the confirmed damage is attributable to procedural factors and/or interaction with pt anatomy or other devices and due to the lack of evidence indicating a device related root cause.